Manufacturer narrative:
One device was received for evaluation. Functional testing was unable to duplicate the reported problem; however, the latch sensor was noted to be faulty. The latch sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump won't prime and does not recognize the cassette. There was unknown patient involvement.